Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, around 620pm, the patient was sitting in the backyard with her family eating when the patient suddenly started to look like she was falling asleep and then passed out. The patient¿s granddaughter tried to wake her up by shaking her, but this did not work. 911 was called. The patient regained consciousness on her own after approximately 4-5 minutes with no treatment provided to her at this point. When the patient woke up, she vomited. Ems then arrived and tested her bg meter reading which was 47 mg/dl while the cgm was reading 200 gm/dl. Ems treated the patient with a glucagon injection and then transported her to the ER. At the ER, it could not be recalled if the patient¿s bg meter reading was taken or what the patient¿s cgm value was at this time. It could also not be recalled if any further medication or treatment was provided to the patient while in the ER. The patient was discharged home after a few hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.